Manufacturer narrative:
He fse evaluated the device at the customer site. It was determined that the start-up was normal, but before the inspection, there was an error in the operation during the operation check. Hence fse trained the user on performing correct operation check and also provided the necessary precautions. After that, the equipment was functioning normally. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that device displayed a start-up error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.